Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the keypad was found to be intact and had worn button symbols, which has no effect on insulin delivery function. The down arrow keypad button was found to be intermittently unresponsive. All other buttons responded appropriately. The keypad was removed and there was evidence of contamination found under down arrow and contrast button contacts. Evaluation also revealed that the display screen was dim with discolored text. A grey spot was observed on underside of the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the down arrow keypad button was intermittently unresponsive. There was evidence of contamination found under down arrow and contrast button contacts. Evaluation also revealed that the display screen was dim with discolored text. A grey spot was observed on underside of the display lens. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.